Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited high capture thresholds due to dislodgement. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.